Manufacturer narrative:
One 5.4f, 50cm, straight procure biopsy forceps was received for eval. The device jaws were in the open position; dried blood like substance (bls) was present in the jaw mechanism. The sliding handle was not attached to the control wire, but rather, slid freely on it. The coiled shaft had a gentle curve approx 1.5 inches from the distal end. No other anomalies were noted. The jaw mechanism was gently manipulated; no movement was noted, consistent with seizure by dried bls. All device history records indicate that the product met spec prior to shipment. Non-destructive visual and physical examination revealed that the jaw actuating linkage appears to be intact and correct, but that the actuating wire appears to have pulled free of the "x-pin" in the handle assembly. At this time no definitive cause for the condition can be identified. It is uncertain how or when the wire broke. An internal supplier corrective action was initiated to address jaw functioning during tissue removal.

Event description:
It was reported that the pt status post heart transplant underwent an endomyocardial biopsy and cardiac catheterization. When the procure bioptome was used, the mechansion broke while leaving the bioptome in an opened position. The device was manually closed using forceps and removed without incidents. The physician was able to secure the wire with forceps and close the jaws. Another device was opened and the procedure was completed without further incident. There were no reported complications and the pt was discharged home.